Manufacturer narrative:
Manufacturer's report date: 08/03/2011. (B)(4). Although devices have been returned, the devices have not been returned for evaluation. Customer is unable to identify the devices involved in the event. A follow up report with failure investigation results will be submitted should the devices be returned.

Event description:
Crna reported an event occurred while doing an off-pump coronary artery bypass graft. The patient was in trendelenburg position, heart was in position for grafting purposes, and while surgeon was lifting the heart the neosynephrine infusion shut down and gave an error code. The patient's blood pressure dropped to 40 systolic. Crna started pushing vasopressin and neo wash to increase the patient's blood pressure while the circulator and crna got a spare module. The broken module was removed and a new module was reprogrammed. Crna stated "the pumps when alarming do not let you turn them off once the error code is acknowledged. You have to actually take the module off the brain to get the alarm to stop even in anesthesia mode." She also stated that since the biomed serviced the pump they have had issues. She indicated that during a recent meeting the biomed reported it was a biomed issue. The risk manager reported that the biomed did not find anything wrong with the pumps related to this event. Biomed provided a list of 7 devices and 1 pc unit but was unable to identify which devices were in use during the event. Biomed provided logs for 7 pump modules and 1 pc unit. Carefusion reviewed pc unit logs and identified 2 suspect pump modules (sn (B)(4)) but 1 of the modules was not included in the list of 7 devices and the logs for this module were not provided. The 2 pump modules found in the pc unit logs have been requested for investigation, however; biomed and risk manager indicated that only 1 pump module (sn (B)(4)) will be returned. The other pump module (sn (B)(4)) was not found. No additional patient or event information was provided.